Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ("itch") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), dysgeusia ("everything taste different"), alopecia ("hair coming out in clumps when I touch it"), asthenia ("lack of energy") and loss of libido ("lack of sex drive"). The patient was treated with surgery. Essure was removed. At the time of the report, the pruritus, alopecia, asthenia and loss of libido had resolved and the dysgeusia outcome was unknown. The reporter considered alopecia, asthenia, dysgeusia, loss of libido and pruritus to be related to essure. The reporter commented: after her eviction (as reported), she noticed the improvement of the reported events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.